Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. Functional testing was performed by turning the device on and was stuck on baxter logo screen. After a minute of leaving the pump on, the beacon led starts blinking red but still on baxter logo display. Ui board was used, and it was observed that ui board was defective. A service history review revealed no indication that the parts replaced during service caused or contributed to the event. The reported condition was verified. The cause of the issue was due to component failure. The ui pcba will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the device was stuck on baxter logo screen. After a minute of leaving the pump turned on, still had the logo on display. No additional information is available.